Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support, no issues were identified, and customer was able to clear the alarm. Customer's blood glucose was 300-400 mg/dl at time of event. Customer reverted to an alternate method of insulin therapy but reported pump therapy would resume the following day.